Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 07, 2021.